Event description:
Reporter indicated that during surgery, it was noted that there was bodily fluid present between the inner and outer tubing on the lead. Diagnostics were performed and all were ok, so it was decided that the lead would be left implanted.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.